Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of peg tube blocked/occluded. The complainant device has not been received for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, the patient went to the hospital because the jejunal tube had an occlusion. They tried to resolve the occlusion but failed. The patient was put on oral modopar. The tube is scheduled for replacement on (B)(6). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.